Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) delivered inappropriate therapies. A review by boston scientific technical services (ts) noted that after anti tachycardia therapy (atp) was delivered the rhythm remained in the vt zone and remained stable, thus exhausted therapy (6x shocks delivered) . The rhythm was noted to be sinus tachycardia. The device was reprogrammed. No adverse patient effects were reported.